Event description:
The customer reported receiving an error message on her freestyle blood glucose meter, and because of that she was not able to perform her blood glucose test and lost consciousness. The paramedics were called and took her to the emergency medical services where she was treated with 25 "mlgs" of dextrose intravenously. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.